Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later, the pt experienced mesh erosion, dysuria, dyspareunia, and stress urinary incontinence. An excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.